Manufacturer narrative:
(B)(4). Concomitant medical product: unknown oss 5cm femur, catalog#: ni, lot#: ni. Unknown oss bearing. Catalog#: ni, lot#: ni. Unknown oss tibial tray, catalog#: ni, lot#: n.I unknown cement, catalog#: ni, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital has no released it. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02815, 04909. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following a knee arthroplasty, the patient underwent revision for femoral loosening. Femoral component and stem were removed. Further information is unavailable.